Manufacturer narrative:
Sales consultant last name corrected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown 4.0 cortical screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on her ankle (side unknown) for hardware removal on (B)(6) 2016, due to patient just wanted it taken out. During the removal of the 4.0 cortical screw, the screw broke. There was a thirty minutes surgical time delay and all pieces came out of the patient. The surgery was successfully completed without other additional medical intervention. The patient status outcome is unknown. This report is for an unknown 4.0 cortical screw. This is report 1 of 1 for (B)(4).